Event description:
It was reported that the device exhibited error lec 1872. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. E1: (B)(6) one device was returned for evaluation. Visual inspection revealed cracks on both housings. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty motor. The motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.